Event description:
A stryker core sagittal saw was sent in for repair and it overheated during the quality investigation testing.

Manufacturer narrative:
Upon disassembly of the device, there was corrosion damage to the motor, rotor, press plug and other component parts. The probable cause of the failure was attributed to corrosion damage throughout the internal parts of the device. The damaged parts were replaced and the device was repaired and returned to the customer.